Event description:
It was reported that the patient was hospitalized due to on- set of -heartburn-. The right ventricular lead exhibited loss of capture. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).